Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) or erbe due to persistent error m-02. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe unit was returned for failure analysis, and the issue was confirmed using system logs. Functional testing revealed that the unit generated error code m-02-7 upon startup. Additionally, a review of the internal erbe error log showed c-84, c-00, and m-02. The complaint was confirmed based on failure analysis. The root cause could not be determined based on fa; however, the cause is likely due to an operational problem within the erbe.

Event description:
It was reported that during a da vinci-assisted surgical procedure that the integrated electrosurgical unit (iesu) or erbe was giving an m-02 error when using monopolar energy. The intuitive tech support engineer (tse) reviewed the system logs and confirmed the m-02 error. The tse recommended rebooting the erbe, but the m-02 error occurred right away on power up. Tse then recommended swapping to another da vinci system or use a force triad generator. The customer stated that they were going to run the force triad foot pedals next to the surgeon side console (ssc). The procedure was being completed as planned, with no reports of patient injury.